Event description:
Reference MDR #1219856-2011-00444 for the first event involving the same pt. It was reported that in the operating room the pt was scheduled for bypass surgery. The second intra-aortic balloon (iab) was prepped per instruction. The sheath was inserted into the same insertion site as the first insertion site (femoral artery). The iab was inserted without difficulty. Due to the previous event concerning this pt an arrow pump was sent to this hospital from a sister facility. The iab was connected to the arrow pump and this pump alarmed helium loss after about 30 mins of pumping. There was no blood noted in the tubing. The perfusionist was able to restart the pump. The pump alarmed again. According to the perfusionist the iab was able to be discontinued because hemodynamically the pt's numbers were good. The pt was transferred to another unit. There was no reported pt death or injury. Medical/surgical intervention was not required. There was a delay / interruption in iabp therapy for the time frame required to prep and insert another iab. There were no reported pt complications and the pt outcome is ok.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.